Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and two unformed clips were fed. The unformed clips were determined to be caused by an intermittent failure of the anti-backup feature. The intermittent failure of the anti-backup feature is unrelated to the reported opening issues. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The next five clips were conforming according to our manufacturing specifications and then, the tip of the advancer slid toward tissue stop causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. A design change was implemented to minimize the occurrence of this issue. Please note the returned device was manufactured prior to the implementation of this change. In addition, the device locked out as intended but the orange indicator was not visible. Please note that this condition is unrelated with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the clip was fed into the jaw, the tip of the clip was slightly closed. Another device was used to complete the case. There were no adverse consequences for the patient.